Event description:
A home patient contacted baxter's technical service center requesting assistance with ending peritoneal dialysis therapy on a homechoice device. The home patient stated that the patient line had broken. The home patient said she would start therapy over using new supplies. The home patient reported that prior to connecting herself to the disposable set, she did not notice any cuts, slices, or holes in the tubing and does not know what could have caused the patient line to break. The home patient does not any pets that could have contributed to the issue. The home patient reported that once she connected herself, she felt effluent on her feet and stopped therapy immediately. The home patient explained that she did not receive any alarms prior to connecting herself and feeling the effluent on her feet. In addition, the home patient reported that once she started therapy with new supplies, the therapy progressed without any further problems and she has not experience any further complications. The sample was discarded by the home patient.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 23, 2007.